Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device was in the user¿s pocket when the touchscreen cracked, after which the screen became unresponsive and the user experienced trouble using the device; the problem involved a fracture of the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen, aligning the failure to the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.